Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call high blood glucose levels. Customer's blood glucose went as high as 595 mg/dl. Customer's insulin pump was changed to spanish and the mother was unable to give the patient insulin. Customer was assisted with changing the insulin pump language to english. Customer advised they will follow up with their healthcare provider as they were on the other line.